Event description:
The customer reported that the system displayed a bad iris pot error. Also, the system has a defective cross arm brake.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the cross arm brake and corrected the wires for the collimator. The system operates as intended.